Manufacturer narrative:
Several requests for further info have been made. No add'l info is available at this time. A follow-up report will be filed if any add'l info becomes available. According to the hosp rep, the device was removed from service at the time of the incident but was not sequestered. Several requests for the return of the device have been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available. The MFR is unable to determine if design changes or modifications in the device may be related to the event because the device has not been received for eval. Pt info was not provided by the facility. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available. The complaint data was reviewed from july 2005 thru june 2007. No trend was observed. See scanned pages.

Event description:
The facility reported a pump which failed to infuse during pt use. The pt was infusing epinephrine. The pt was without epinephrine for 1 to 2 minutes. According to the hosp rep, there was no pt injury or medical intervention necessary. No add'l info was available.